Manufacturer narrative:
H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted, that there was a leak at the multitrait control module housing. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the reported condition was a manufacturing issue. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control module of a large volume multirate infusor was leaking. The leak was observed at the pharmacy during preparation/priming of the device prior to patient use. The device was filled with fluoracil. There was no patient involvement. No additional information is available.